Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ calcification: observed in the surface of the device 5%. ¿ use error: unable to observed. ¿ broken/ damaged component: observed a broken sharp in the plug strap assessed as to unidentified opening, also observed missing piece of the plug strap assessed as to inconclusive. ¿ adhesion(s): unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ red particles observed in the surface of the shell. ¿ observed an opening striated assessed as to surgical damage and no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "textured implants." Healthcare professional later reported "capsular contracture", baker grade unknown, "calcification," and ¿deflated to pre-op size¿, ¿had to cut valve strap to send capsule for pathology¿, ¿plug strap separated¿, and ¿capsule grown into valve." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and ¿plug strap separated¿.

Event description:
Healthcare professional reported right side "textured implants." Healthcare professional later reported "capsular contracture", baker grade unknown, "calcification," and ¿deflated to pre-op size¿, ¿had to cut valve strap to send capsule for pathology¿, ¿plug strap separated¿, and ¿capsule grown into valve." Device has been explanted and replaced.